Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer who was prone to having hypoglycemic events experienced an event while walking to a dialysis appointment. This event required emergency medical intervention. The consumer consumed a breakfast of high carbohydrates and administered insulin before heading out for his walk. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to an outdated vial, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips reported in this event will be returned for evaluation.